Event description:
The customer reported a device with an intermittent screen display issue (¿turn-off symptoms¿). There was no report of patient injury or medical intervention.

Manufacturer narrative:
The device referenced in this report has been evaluated by an olympus field service engineer. Preliminary findings are reported. The investigation is ongoing. The reported event was not confirmed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was determined from the inspection of the unit that the suggested phenomenon could not be reproduced. Olympus will continue to monitor field performance for this device.